Event description:
It was reported that there was intermittent capture, failure to sense, increased thresholds, and possible lead dislodgement. The lead was repositioned and remains in use. The patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.